Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully deployed. The post-deployment transesophageal echocardiogram (tee) showed moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon. During inflation of the balloon, the balloon moved upward causing the valve to dislodge into the ascending aorta. A second valve was implanted successfully. No additional adverse patient effects were reported.